Event description:
It was reported that an ilet user experienced difficulty during a full supply change when the pump filled the tubing with insulin while the infusion set and tubing remained connected, and the user had two units of insulin onboard at connection. The user was using a contact detach infusion set and was guided to disconnect and restart the supply change, after which insulin delivery was resumed and education on proper supply change procedure was provided. No reported adverse physiological effects, with blood glucose reportedly stable at 133 mg/dl by cgm. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by customer support. Investigation of this case revealed user technique during the supply change as the likely factor, with the device and components functioning as intended once proper steps were followed. It was concluded, based on previously established findings for similar reports, that user error related to supply change procedure was the probable cause.